Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. The customer received assistance from the support team to reset the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction occurs again.